Event description:
It was reported that there is a mismatch between the drug reservoir and volume displayed on the pump. Customer reported this is an ongoing issue. No patient injury reported.

Manufacturer narrative:
The device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information: the reported event occurred after the end of treatment and no medical intervention occurred. D4: updated. H4: updated. H6: event problem and evaluation codes: updates not required. H10: no lot number was provided; therefore, DHR (device history review) could not be performed.